Manufacturer narrative:
H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. This complaint is a duplicate of report (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the small universal chuck with t-handle was observed broken. There were no patient and surgical involvement. This report involves one (1) small universal chuck with t-handle. This is report 1 of 1 for (B)(4).